Manufacturer narrative:
Device manufacture date: september 7, 2018 - september 8, 2018. Only the luer of the device was received for evaluation with a blue adaptor (non baxter product) connected to the luer. Visual inspection revealed a vertical crack on the adaptor (non-baxter product) which caused the leak. No signs of defect were found on the baxter luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from the luer adapter. This occurred during patient infusion at the hospital. There was no report of patient injury or medical intervention associated with this event. No additional information is available.